Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the healthcare professional (hcp) confirmed that the leads were all in the correct place. It was noted that on (B)(6) 2016, the patient met with a manufacturer representative and hcp. New programs were installed on the programmer , and specific instructions were provided in regards to length of time to maintain each program. The patient had not experienced symptom relief yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that in the last week there was 3 days where therapy has been really good in the day, but has not helped at night at all. The patient stated she thinks she is getting greater than (B)(4) symptoms relief. The patient noted she wanted to get to a point where she didn't have to get up at night so much. The patient also noted she has leakage where she stands. The patient noted she is prone to back ache and wanted to know if increasing stimulation too high will cause her to have back ache and cramping. The patient noted she sometimes has back aches and cramping when she increases stimulation. The patient is going to decrease stimulation until it is comfortable. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.